Manufacturer narrative:
Date returned to MFR: seventeen (17) actual samples were received for evaluation on march 19, 2021. Seventeen (17) additional actual samples were then received april 27, 2021. Thirty-four (34) actual samples were evaluated. Visual inspection with the naked eye revealed black embedded particulate matter on the chambers of a size which was within acceptable limits per product specifications. Additional gvs drip chamber visual inspection was performed and no issues noted. The returned samples meet the specification requirements. The reported condition was not verified, the samples were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed in the chamber area of thirty-four (34) solution sets with duo-vent spike; this was further described as ¿black specs¿. The was observed prior use. There was no patient involvement. No additional information is available.